Manufacturer narrative:
(B)(4) - allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a primary incisional hernia repair procedure on (B)(6) 2003 and mesh was placed. About 1 year after implantation, the pt complained of a rash on the arms, legs and abdomen and tenderness around the incisional site. The mesh was removed on (B)(6) 2004 due to suspected surgery to mesh. The pt is doing well now.